Event description:
A 10fr foley catheter was removed from patient after slowly deflating balloon of 3ml of water total. Patient was extremely uncomfortable with catheter in place and appeared to be in greater discomfort when catheter was removed. Patient complained of pain for approximately 30 minutes post removal. This rn noticed that balloon did not appear to have deflated all the way but there was no more water in catheter or balloon. There was a ridge around the catheter from where the balloon had been inflated, then deflated. Foley was a silicone catheter.